Event description:
The company was informed that the recipient did not receive any benefit from the device and the electrode array was extracochlear. The recipient's device was explanted. The recipient could not be reimplanted due to abnormal cochlear structure.